Manufacturer narrative:
1.no nonconformance was found or recorded in document (B)(4) after okb reviewed the device history record (dhf) of the suspected meter (serial no.: (B)(6)) and strips (lot no.: d250612a-4). 2.the suspected meter shipped to pdc on 2024-07-18 and the retained meter (serial no.: (B)(6)) were used to re-examine all settings and functions. No malfunction was observed on either meter. The standby current of the suspected meter was 5.2 a, which met the acceptance criterion (<55 a). 3.the suspected strips, with a 2-year shelf life, were manufactured on 2025-06-12. They were re-tested using the suspected meters with valid glucose control solutions (level low batch no.: 4ah1a07, exp. 2026-10-31; level high batch no.: 4ah3a23, exp. 2026-07-31). The gcs test results (level low: 62 / 57; level high: 289 / 273) met the acceptance criteria (level low: 28-68; level high: 223-323). In addition, the desiccants in both strip vials remained functional (orange color). 4.based on the above results, no nonconformance or malfunction of the suspected items was identified. The root cause of the complaint could not be verified due to insufficient critical information. Therefore, the complaint will be closed if no further information or action is provided by the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 6:00 pm at home. Caller stated that the end-user tested their blood glucose with the prodigy meter and received a reading of 400mg/dl. Caller stated that they did not eat or drink prior to testing. Caller also stated that they did not perform any additional tests. Caller did not provide the normal reading she would usually get for that time of day. Caller stated that the paramedics were not called. Caller stated that the end-user was driven to (B)(6) medical center located at (B)(6). Caller stated that the end-users blood glucose when she arrived at the hospital was 154mg/dl. Caller stated that there was no treatment provided at the ER. Caller stated that the end-user was at the hospital for about five hours and when discharged her blood glucose was 115mg/dl. Caller declined to provide any medication she currently takes. No additional information was provided.